Manufacturer narrative:
Kinks were observed in the exposed portion of the soft cannula. Despite bends observed in the exposed portion of the soft cannula, liquid was still able to pass through the fluid pathway without issues. No leaks were found during testing and the formed needle did not have any damages or defects. Aside from the bent cannula, no other damages or defects were found. Timing and cause of bend in soft cannula cannot be conclusively determined. Download data showed no signs of struggle or pulse width increases that would indicate device struggle to deliver insulin. No problem found. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 572 mg/dl while wearing the pod between 4 and 24 hours on the arm. For treatment, patient applied a new pod, raised her temporary basal, then gave herself a bolus.